Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms / connector will not securely latch) has been confirmed. Upon evaluation, the trunk cable connector latches were broken. The cause of the constant gong alarms and inability to securely latch is the broken latches. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and the trunk cable connector would not securely latch to the monitor.